Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot # n201184, implanted: (B)(6) 2010, product type accessory; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
The health care provider (hcp) reported that after aspiration when the pump was being refilled, the pump ¿locks¿ when there is 15ml left to fill. Another hcp confirmed the same thing. The pump would not accept the additional 15ml, so all the volume was aspirated. The hcp pulled back everything and got 40ml plus an additional 20ml. The old medication and new medication were now mixed, but the concentrations were confirmed to be the same. The old medication was going to expire on august 20th. The hcp was going to get new kit/supplies to attempt the refill again. During the refill procedure, the actual reservoir volume was 12 ml, and the expected reservoir volume was 8.5 ml. The patient was in a car accident 6 weeks ago (from (B)(6) 2015) and had some aches and pains from that, and a bad headache after the car accident which had since resolved. There were no current therapy complaints. On (B)(6) 2015, a manufacturing representative reported the patient was having ongoing ¿pump issues.¿ the patient had been having volume discrepancies over the last 18 months. The patient went to the clinic for a dye study, but they were unable to aspirate the catheter. The pump and catheter were to be replaced on (B)(6) 2015. The patient¿s outcome was unknown. The cause of the issues was unknown. The system was delivering clonidine and 160mcg/ml and 57.76mcg/day, bupivacaine at 14mg/ml and 5.05mg/day, and morphine at 27mg/ml and 9.758mg/day. The lot numbers were unknown. The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. Follow up is being conducted. If additional information becomes available, the event will be updated.